Event description:
Info was provided that the insertion of the needle, wire and dilator was smooth, with no difficulties, as well as feeding the catheter over the wire. During the attempt to remove the wire, the physician had to abort and remove wire and catheter together as the wire could not be removed. The doctor applied a good amount of force, however, the wire would not exit. Upon removal of the wire and catheter as one unit, the physician noted the wire was kinked. A replacement was used, however, the same event occurred. A third set was used. At the time, the wire was removed alone, without removing the catheter, however, the wire was also found to be kinked. Doctor reported that this resulted in the pt having pneumothorax as pt only had pleural effision prior to inserting catheter. No prolonged length of hospitalization and the pt was discharged in stable condition.

Manufacturer narrative:
Still under investigation at this time.